Event description:
It was reported by the affiliate that when the device, with reload cartridge, was used during a laparoscopic colon procedure, an event occurred that necessitated a reoperation. Details of this event are unknown at this time.